Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the laparoscopic sleeve procedure, they observed more bleeding than with other devices. The surgeon had to go back and seal again to control the bleeding. There were no regrasp alerts. Evidence of energy delivery was present and an end tone was heard.